Event description:
It was reported that the temporary pacing electrode catheter was kinked. The patient was exposed to hazardous, blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the temporary pacing electrode catheter was kinked. The patient was exposed to hazardous, blood, or bodily fluids. It was unknown what medical intervention was provided.

Manufacturer narrative:
The reported event is unconfirmed as the problem could not be reproduced. The used temporary pacing electrode was returned without the original packaging. The device was used for treatment purposes. A potential root cause in not required as the reported event is unconfirmed. As the reported event is unconfirmed, a DHR review is not required. As the reported event is unconfirmed, a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Event description:
It was reported that the temporary pacing electrode catheter was kinked. The patient was exposed to hazardous, blood, or bodily fluids.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.